Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. Upon conclusion of the investigation, the cause of the reported issue was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2014 at 22:39:19. During night drain cycle three, the patient's ultrafiltration reading was 2218ml, indicating the home patient drained 2018ml more than their maximum programmed fill volume of 2000ml. No further information was available.